Event description:
It was reported that cartridge alarm 20 occurred while customer used pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on proper loading technique, successfully loaded new cartridge, and resumed insulin therapy, and no additional issues were reported.